Event description:
The customer reported that the pink slide was only partially visible.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly deploy or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.